Event description:
The customer reported that she went for an hour walk and her blood glucose was 171 mg/dl. She took a 6.1 unit bolus at 7:42 pm for correction and for the 53 grams of carbohydrates in her dinner. She checked the pod at that time and everything was fine. At 10:02 pm her bg measured 374 mg/dl and checked again and the cannula was out of the site.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin were found. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed, nor excluded, by laboratory investigation. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and test results are greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and product lot met all acceptance criteria.